Event description:
It was reported there was difficulty interrogating devices. Multiple programming heads have been used and still could not interrogate devices. It was also reported the cord holder's door clips are broken, won't stay closed unless taped. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer was able to interrogate wireless and non-wireless using a known good rf (radio frequency) head. Verified difficulty interrogating devices due to intermittent rf head cable connection. Analysis also found the stylus pen did not work; stylus found out of electrical specification. Power cord bay door latch tabs were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).